Event description:
It was reported that the injector flow rate was set for 2.5 cc/sec with a total injection volume of 150 ml. After injecting approximately 120 cc's of contrast, the patient advised the technician of "tightness or pressure" in the arm. The technician stopped the injection and it was estimated that approximately 25 cc's of contrast extravasated under and near the edges of the eda patch. Patient was treated with ice packs and arm elevated. Symptoms began to dissipate after about 20 minutes without further medical intervention.